Manufacturer narrative:
Follow-up #1 date of submission 05/02/2016 device evaluation: the pump has been returned and evaluated by product analysis on 04/19/2016 with the following findings: during testing, the pump powered on normally. The pump successfully passed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues. No hypersensitive keys were observed on keypad. The pump was able to be manually suspended and manually resumed with no issues. The complaint was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (suspend) issue. The reporter alleged that the patient experienced blood glucose (bg) under 70mg/dl, but above 40mg/dl with no reported signs or symptoms of hypoglycemia. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported because the reported issue was not resolved with troubleshooting.